Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state the following in regards to product inspection: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forcep is coiled may result in damage to the performance characteristics of the forceps." Prior to distribution, all captura biopsy forceps without spike are subjected to a visual inspection and functional test to ensure proper workability. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a gastroscopy procedure, the physician used a captura biopsy forceps without spike. The endoscopist was using a gastroscope and passed the forceps down endoscope to obtain a specimen. When the biopsy forceps were opened, they would not close properly. The gastroscope had to be removed from patient as the forcep would not close [see related MDR 1037905-2017-00194]. The grey sheath coating on the biopsy forcep was damaged and the wire coiling was exposed. She also mentioned that this happened a few weeks ago (subject of this report).